Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 625cc saline breast implant, catalog # 3501695, lot # 257261. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 625cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result, patient underwent removal of implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 625cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 625cc saline implants, catalog # 3501695, lot (l & r) 7535442 on 5/31/2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 4.3 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for lot number 248163 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor has received additional information, which indicates that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 625cc saline implants, catalog 3501695 lot (l & r) 7535442. Manufacturer¿s reference number: (B)(4).